Event description:
It was reported that the low-battery indicator on the external pulse generator was not showing/working. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the low-battery indicator on the external pulse generator was not showing/working. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported phenomenon of the low-battery indicator light not functioning. Analysis did find that one side bail cover was broken and one contaminated, that the ring cover was contaminated and that the keyboard was scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.